Manufacturer narrative:
Another initial reporter: (B)(4). Updated fields: b4,d10, g3, g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) unable to duplicate failure. Found that one of the test balloons had a leak. Performed pm procedures per manufacturers specifications. All tests passed. Handed unit over to customer in good condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) had an inflation error. It was an autofill failure related error, customer was testing unit with test balloon and kept getting inflation errors, balloon would not inflate. There was no patient involved.